Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. No adverse patient effects were reported. At this time, this device was already returned to boston scientific, but for further analysis has not yet been concluded.

Manufacturer narrative:
The returned pacemaker was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. No adverse patient effects were reported. At this time, this device was already returned to boston scientific.